Event description:
As reported, "patient had a vital-port implanted since 2006, had a floroscopy done, indicating that the catheter tubing was broken apart in 2 pcs. The long piece of tubing went into the superior vena cava extending into the right atrium toward the right ventricle."

Manufacturer narrative:
Results: see technical report. Conclusions: see technical report and attached photo. Analysis: the port was returned with both segments of the catheter. The catheter segment which was attached to the port housing extending approximately 5cm from the base of the port housing. The detached segment measured approximately 13.5 cm long . A visual inspection of the catheter fracture was done to determine the cause of the fracture. The fracture surface was elliptical and appeared to be typical of that due to compressive fatigue (repeated application of an external force). The cross-section of the fractured i.d. Measured approximately 0.091 inch x 0.051 inch. This residual deformation indicates that the pinching force on the catheter was quite high. Conclusion: the cause of the fracture appears to be that the catheter was pinched repeatedly between two rigid structures in the body. It is suggested that the section on catheter placement, of the vital-port IFU, be reviewed.